Manufacturer narrative:
Other applicable components are: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
A health care provider (hcp) reported via a manufacturing representative (rep) that each lead tip (#0) had ruptured/fractured, electrode breakage. The physician found that only the contact part was in the body per imaging findings (x-ray). The lead was placed around c2 cervical vertebra. It was postulated that the electrode was stuck in a wide ligament fissure between c1/c2 and it resulted in the electrode got damaged and fractured. System removal was scheduled for (B)(6) 2016. The electrode tip portion in the body that resulted from the rupture/fracture will be monitored for the time being. The issue was not resolved at the time of this report. No symptoms were reported. The patient was alive with no injury. It was noted the severity was not severe. The rep later reported that the implantable neurostimulator (ins) explant procedure was suddenly scheduled for (B)(6) 2016. The electrode tip portion remained in an epidural space. The physician will decide whether or not to remove the electrode tip portion. The reported product was to be retrieved on the following day. The indication for use included chronic intractable pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.